Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) for shock evaluation. Technical services (ts) was contacted for a consult review of the presenting electrogram (egm). It was noted that the device had stored a ventricular episode. Upon review, the ventricular episode showed that the patient was in a ventricular arrhythmia, and the device delivered six bursts of anti-tachycardia pacing (atp) and eight shocks in an attempt to convert the rhythm. The device was unable to convert the rhythm. It was noted that the rhythm spontaneously self converted. Further review of the episode showed that while delivering a shock, code 1005 was recorded indicating that high out of range shock impedances on the right ventricular (rv) lead were detected. Ts discussed review findings and recommended for device and lead to be replaced. It is noted that the rv lead is a non-(B)(6) lead. At this time, no additional adverse patient effects were reported. The ICD and non-(B)(6) rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5182473.